Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that upon removing the extension from the packaging, a "bend" in the proximal end of the extension was noticed. A healthcare professional confirmed the problem. It was reported the extension was not used and another one was opened for use which was fine. It was also reported the extension was never implanted.

Manufacturer narrative:
(B)(4). Analysis of extension model 370866 serial # (B)(4) showed that all body of the extension was not straight near the molded rubber. The extension was reported to be electrically okay. The outer insulation was intact. The continuity was acceptable and no shorts were seen between the circuits.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.